Event description:
An olympus visera elite xenon light source loaner device was returned. During the inspection of the device, it was discovered that unit was experiencing scope detection issues. This event had no patient involvement.

Manufacturer narrative:
The loaner device was returned and inspected. As noted the unit was experiencing scope detection issues due to a faulty scope socket. Additionally, cosmetic damaged was noted on the housing of the unit and the lamp was tested, reading at over 300+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope socket could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.